Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that the keypad is missing/peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: during investigation, the bottom of the keypad was found to be peeling up. The original complaint of the under responsive up, down and ok buttons was unable to be duplicated. The keypad was removed and there was no damage to the button contacts or keypad flex cable. The pump was opened and there was no damage to the keypad connector or keypad flex cable. The keypad connector latch was secured.